Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a sudden and complete loss of therapy on (B)(6) 2016. The patient fell and following the fall they noticed a complete loss of therapy as if they didn¿t have the implant anymore. The patient had a total return of bowel symptoms. The patient did not have control over their stool, especially at night. The patient¿s stimulation was on, set on program 4 at 1.85v on (B)(6) 2016. The patient fell right on the device and they informed their health care provider (hcp) that they fell, but no diagnostics were done. The patient¿s painful stimulation worsened after the fall and their hcp gave them a prescription for medication to relax the nerve. If the patient turned stimulation down, they would leak more. The patient decided to stay on program 4 at 1.85v without making any changes. The patient changed from program 4 to program 3 at 2.15v on (B)(6) 2016 and felt stimulation in the correct area. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had seen the doctor on (B)(6) only because she already had an appointment with him. No appointment was made when she fell down. Nothing had been done to resolve the issues. The issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.